Event description:
It was reported that the patient presented to the doctor's office with a heart rate in the 30's, one day after suddenly becoming symptomatic. Upon interrogation, there was no pacing and no telemetry. It is noted that the patient underwent an ablation procedure, and then developed complete heart block. The device was explanted, and no further patient complictions were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: preliminary and functional testing revealed a no output and no telemetry conditions. Bench testing confirmed the no output and no telemetry. The cause of the no output and no telemetry condition was lifted battery wires. The root cause could not be determined. It was also concluded that the battery wires lifted due to wirebond weakness and was abetted by the mechanical strains caused by relative circuit-to-battery movement. The device is part of the advisory for this model. The analysis findings are different than what is contained in that advisory notification.